Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no additional information for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: a review of the black box history revealed multiple power on reset events in the pump history. The returned battery cap secured to the pump and was able to maintain an electrical connection with the pump. Further evaluation revealed, when the returned battery cap was unscrewed a half a turn, the pump rebooted. The reported ¿power loss¿ was duplicated with returned battery cap. There was no damage found with the returned battery cap threads and the coin slot was intact. The battery cap width measurements were found to be within the required specifications; however, the battery cap contact height contacts were found to be out of specification. A test battery cap was used to complete the investigation. The test battery cap was unscrewed a half turn and was able to main electrical connection with the pump. The pump was exercised for 24 hours using the test battery cap with no power interruptions. The battery compartment was intact; no damage or cracks observed. There was no evidence of moisture found inside the battery compartment. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The cartridge cap was not returned; therefore, a test cartridge cap was used to complete investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).